Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure, the t2 implant did not stay secured in the tissue. The t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was received. T1, t2 and full suture were returned attached to the suture but free from the insertion needle. Visual assessment was performed and delivery needle is in good condition. Slight twist/misalignment of the spline handle area was noticed. A functional test found that the device delivery system was non-functional and unable to cycle. Slight realignment of the spline area enabled actuator functionality. After the evaluation the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.